Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an atrial flutter cardiac ablation procedure with a qdot micro¿ catheter , the patient experienced a perforation treated with pericardiocentesis. The patient condition is stable and currently recovering in the ICU. During an atrial flutter case, while ablating in the left atrial appendage, a perforation was noticed. The qdot was pushing "too hard" thru the left atrial appendage and caused the perforation. The perforation was confirmed using ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis. The patient condition is stable and currently recovering in the ICU. The physician did not know how the injury occurred. Products used during the case were a carto 3 system, ngen generator, qdot catheter, decanav catheter, soundstar 10 french catheter, and octaray catheter. The physician¿s opinion on the cause of this adverse event was that after remapping post ablation, he perforated near the appendage/ridge. The outcome of the adverse event was improved, and the patient did not require cardiac surgery. The event occurred during mapping phase. Prior to noting the pe (pericardial effusion) ablation was performed. The procedural act (activated clotting time) was over 300 seconds. Four catheter exchanges and one transseptal puncture with versacross occurred during the procedure. No evidence of steam pop. Other relevant history/preexisting condition indicated 3rd time redo.

Manufacturer narrative:
On 5-jun-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).